Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the returned catheter accessory passer showed a broken obturator tip/manufacturing issue. Close inspection of the area of the break indicated significant voids in the material composing the obturator tip. A known good obturator tip was purposely broken to determine if it could be broken easily. Results showed the tip is very difficult to break and only did so after much bending back and forth plus also severe twisting. The resulting break of the known good obturator tip looked nothing like break on the return.

Event description:
It was reported that the catheter passer obturator tip broke while manipulating the tool. The physician used the passer with lock obturator tab and bent the passer to conform to the pt's contour. He tunneled at the subcutaneous level. The tip broke during the tunneling portion of the procedure. The broken tip was not removed from the pt's body. No pt injury was reported. Per the reporter, the pt was not injured and is "doing well." Additional info has been requested, but was not available as of the date of this report.